Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in "rubbery" tissue from a protocol which started on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). Investigation of this complaint by leica microsystems is continuing.